Event description:
It was reported that the patient had been experiencing jolting, pressure, uncomfortable stimulation, stimulation in the wrong location, and never having therapeutic effect. Reprogramming, impedance testing, and x-rays were performed with the conclusion that the lead had migrated anterior. The patient was deciding to have either a revision or an explant. The patient was described as alive with no injury and the lead remained implanted at the time of report. The symptoms associated with the event included pain, a burning sensation, and less than 50% therapy relief at the lead location. Additional information received ten days later reported that the revision would be "tomorrow." Additional information received five days later reported that the existing lead had been repositioned and nothing was explanted. The patient was reportedly experiencing stimulation in the desired places. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4)